Manufacturer narrative:
If explanted, give date: not applicable, as lens remains implanted. The device is not returning for evaluation as lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported today during his intraocular lens (iol) implant case, the lead haptic was protruding out of the simplicity inserter prior to implant. The doctor tried to tuck the lead haptic back into the tip and implant the iol into eye. Once in patient¿s eye, the haptic was "twisted." He was able to manipulate the haptic into the correct position and leave the iol inserted in the patient¿s eye. No patient injury. No other information was provided.